Manufacturer narrative:
(B)(4). It was reported that three days prior to the peritonitis event, during peritoneal dialysis therapy; the patient experienced a separation between the titanium adapter and the transfer set. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patients¿ peritoneal dialysis catheter was replaced. Dianeal therapy was reported to be ongoing. Twenty-one days after the onset of the peritonitis, the patient was discharged from the hospital. The patient was recovered from the peritonitis event (previously, outcome was reported as recovering). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to the titanium adapter becoming separated from the transfer set. The titanium adapter was still in use. It was not reported if the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. The patient was reported to be recovering from this event. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(6). This report is for the titanium adapter and it involves the same patient as in cmplnt- (B)(4) (transfer set report). Should additional relevant information become available, a supplemental report will be submitted.